Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had a shocking sensation. The rep on the call stated that the patient was in the hospital because they were experiencing shocking at the ins site even when the ins was off. No impedance measurements were taken. Technical services noted that if the patient had an overdischarge and the por was not cleared the patient may get overstimulation even if the ins indicates that it is off. The rep was not sure if the patient recently overdischarged, and will call the doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.